Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse (cystocele and uterine prolapse). It was reported that the patient underwent mesh revision on (B)(6) 2013 due to pelvic pain, frequent vaginal infection, leg pain, abdominal bloating, difficulty voiding and constipation. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infections and bleeding. It was reported that the patient underwent mesh removal on (b)(B)(6)2017.